Manufacturer narrative:
The pin was not returned to the manufacturer for eval. A follow up report will be submitted if the quality investigation results require.

Event description:
It was reported that during a navigated total knee arthroplasty, a pin broke during insertion to the pts tibia. The pin fragment was removed and the pt was not adversely affected. No pt or user injury was reported, and no other adverse consequences were alleged with this event.